Event description:
It was reported that following the ablation procedure, the patient experienced tumor seeding. It was noted that the second focus was along the trajectory of the first probe. A biopsy was taken during the case, and after the biopsy the physician followed with a diffusion probe. There were no further patient complications reported in relation to this event.